Manufacturer narrative:
A possible root cause was determined. An ocd field engineer went to the customer site and determined that the probe was slightly bent. Repairs have returned the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident.

Event description:
The customer reported that the dilution cup overflowed and the probe might have dripped on the ortho provue analyzer. Info was not provided regarding possible result codes intended to prevent erroneous results from being reported. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. The customer detected the issue, preventing the possibility of erroneous results from being reported.